Event description:
It was reported that the patient was having their vns replaced due to MRI reason and discomfort at the generator site. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.